Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. No moisture damage on electronics and motor assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 590 mg/dl at the time of incident. The customer treated for high blood glucose with bolus. The customer was reported that the reservoir had leak in bottom of plunger. The customer was assisted with troubleshooting and moisture was present in the reservoir chamber. The insulin pump and reservoir will be returned, sensor and infusion set will not be returned for analysis.